Event description:
Caller reported blood glucose results of 144 mg/dl and 315 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
During the anastomosis procedure, after the surgeon fired the device, the ring protruded ventrally through the colon. The device was thereafter jammed and could not be opened or closed. The surgeon has resected the tissue at the site of the intended anastomosis and completed the procedure using circular stapler.